Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 at 16:00. Blood glucose level at the time of the incident was 500 mg/dl treated with manual injection. Customer stated infusion set had bent cannula and it was not delivering insulin. Customer had symptoms at the time of hospitalization event was confusion, increased thirst and vomiting. Auto mode feature was not active at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was 124 mg/dl. The insulin pump will not be returned for analysis.